Event description:
Devilbiss healthcare was notified of a complaint involving an oxygen concentrator by an end user's son, who stated there was an "explosion and black smoke." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss is currently investigating the incident, including attempting to gain additional information regarding the reported event and retrieve the device for examination. An update will be filed if additional information becomes available.

Manufacturer narrative:
**UDI related data quality updates only** the previously submitted report had lacking or incorrect information in sections d1 brand name, d4 UDI and catalog number and h4 device manufacture date. These sections have been updated with corrected information.